Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, the device was not explanted and could not be evaluated to confirm the root cause of this event. However, the stenosis and regurgitation observed was most likely due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. It was reported that this was a "congenital" patient. No corrective action is applicable to this case; however, edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a congenital patient with an edwards valve in the pulmonary position underwent a transcatheter pulmonary valve replacement (valve-in-valve) procedure due to pulmonary stenosis and regurgitation. Implant duration of the surgical valve was approximately eight (8) years. Patient outcome: gradient resolved. The patient is stable and doing well.